Manufacturer narrative:
Product analysis: controller passes visual inspection but fails functional testing. Investigation is ongoing this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller, con308319, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the event file revealed multiple entries of the user interface controller (uic) resetting. A review of the alarm file did not reveal a vad stop alarm. Analysis of the data file revealed data points every two minutes, instead of 15 minutes. The data points revealed that the pump was still operating. Failure analysis of the returned device revealed that the controller passed visual examination. However, the controller was unable to communicate to a monitor, unable to register commands from the front display push buttons, unable to initiate the startup sequence successfully and was unable to register an alarm adapter connected to the serial port. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed and revealed that the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller, was faulty and not outputting the expected signals. As a result, the reported "controller restart" event was confirmed. The most likely root cause of the reported restart of the controller can be attributed to faulty uic component; the patient may have perceived the resetting of the controller as the controller restarting, given that the uic controls the display. The reported "pump stop" could not be confirmed; the log files reveal that pump operation was not affected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a controller restart and pump stop. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.